Event description:
Pt presented to clinic for routine pacemaker testing. Normal, uneventful, testing completed. Final printout from st jude 3510 programmer, revealed all parameters back to initial settings with the exception of ventricular amplitude -changed from 2.0 to 2.5v-. ECG cables and programming head removed from pt and programmer turned off. Pt became unresponsive within several seconds. Programmer turned on and reinterrogation of pacer showed it to be in the aoor mode. Indication for pacing for this pt was syncope with today's testing showing underlying rhythm of complete heartblock; atrial rate = 55 bpm and ventricularly paced at 45 ppm. St jude technical svs rep indicated that with removal of the programming head, "command is given back to the microprocessor within the pacer from the programmer". A breach of this telemetry caused the pacer to become "confused" and it reprogrammed itself to a different mode. This phenomenon has previously manifested itself in st jude's trilogy family of pacers, however, rptr has been informed by st jude that this is new for the synchony family. Pt had a synchony ii 2022l pacer, implanted in 94. Pt remained unresponsive for approx 4 to 6 mins. Mode was reprogrammed back to ddir without complications. Pt was stabilized and transported to hosp via ambulance and admitted to intensive care. Pacer was replaced the same day. St jude rep came to office to collect pertinent info. Pacer was returned to st jude by co rep.